Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an obturator sling was implanted . The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat vaginal prolapsed, rectocele, grade 3 cystocele, stress urinary incontinence and a mesh was implanted. Concomitantly the patient underwent a cystoscopy, anterior repair with graft, vaginal vault suspension, suburethral sling. It was reported that following insertion the patient experienced abdominal pain, extreme pain, frequent bladder infections, fever, constipation - onset 2010, bladder leakage, kidney failure - onset 2012, mental and emotional damages. It was reported that patient underwent partial mesh removal on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01682. The same patient is represented in each medwatch

Manufacturer narrative:
It was reported that the patient underwent interstim placements on (B)(6) 2014 for urge incontinence. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.